Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report#: 2015691 2025 06143. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. On post operative day (pod) 13, the patient received a permanent pacemaker. There was no reported conduction disturbance the day of the procedure or on pod 1.